Manufacturer narrative:
Device used for treatment, not diagnosis. (B)(4). Device malfunctioned intra-operatively and was not implanted / explanted. (B)(6). The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device history records review was conducted. The report indicates that: DHR review for part.: part: 07.702.016s / lot: 5e53130. Manufacturing location: (B)(4). Supplier: aap biomaterials (B)(4). Manufacturing date: 09 sept 2015, exp. Date: 31 may 2018. Review of the certificate of conformity showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that, on (B)(6) 2016, it was not possible to mix the cement because it was to hard and to strong. Also, it was not possible to move the stempel forward or backward. There was a 4-5 minutes delay to surgery time, however, no patient harm. This complaint involves 1 part. This report is 1 of 1 for (B)(4).